Event description:
The customer complained weak positive respectively false negative reactions of their controls with seraclone anti-k (kel2). Customer had used reagent red blood cells of a competitor as controls for seraclone anti-k (kel2). One sample that had caused false negatives was sent to us for quality control and also two vials of the supposedly defective product were returned. The customer's sample and add'l quality control samples were tested together with the two returned product seraclone anti-k (kel2) vials. All samples correctly reacted positively. We can not confirm the customer's false negative reactions. A customer's handling error may not be excluded because customer had used another medium for the reagent red blood cell's suspension than the required medium phosphate buffered saline. Testing by the quality control lab confirmed the allegedly defective lot of seraclone anti-k (kel2) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.